Event description:
Boston scientific received information that shortly after the implant of this device, a chest x ray was performed, and it was noted the right atrial lead was not inserted fully into the header of the device. All the lead diagnostics were noted to be normal, however the physician still elected to re-open the pocket and re-connect the lead with successful results. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.